Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit bd max enteric viral panel false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " enteric virus panel- false positive adeno result ( when there was another analyte positive in the same sample)"

Manufacturer narrative:
Investigation summary the complaint investigation for discrepant results when using the bd max enteric viral panel (ref. 443985) lot 1201891 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max enteric viral panel indicated that lot 1201891 was manufactured according to specifications and met performance requirements. Customer reported positives adv results for three samples (one proficiency sample v19s-01 in run 462/a1, two patient samples in run 1910/a1 and run 1918/a1), which tested negative upon repeat with the bd max enteric viral panel assay and another assay. Customer provided database from instrument ct1288 as well as the three run files (462, 1910 and 1918) for investigation. Database analysis did not reveal anomaly with specific lot or instrument. For the proficiency sample and patient samples in run 1910/a1, the amplification curve of the adv target started increasing at the same CT, and presenting the same shape as those of the rov target, suggested a crosstalk phenomenon of the fam channel to the vic channel. However, this phenomenon was observed only on those two samples in the database inclusive of all data generated since october 2019. This cross talk phenomenon seemed to have been an isolated event. Manual pcr curve adjudication of the second patient sample in run 1918/a1 shows a late but true amplification without anomaly. Such low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Overall, based on the investigation results, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max enteric viral panel lot 1201891. The root cause was not identified. However, a cross talk phenomenon for two samples and positive sample at the limit of detection of the assay or an environmental / cross contamination for third sample can explain the customer positives results. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported that while using kit bd max enteric viral panel false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: enteric virus panel- false positive adeno result ( when there was another analyte positive in the same sample.